Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Right ventricular (rv) lead integrity warning occurred on (B)(4) 2014 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes. Beginning (B)(4) 2014, non-sustained ventricular tachycardia episodes with evidence of lead oversensing.

Event description:
It was reported that the patient's right ventricular (rv) lead had non-sustained tachycardia episodes and the patient experienced syncope. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.